Event description:
It was reported that the patient underwent spinal surgery from l4 to s1. The patient did not fuse (non-union). Sometime post-op xrays showed breakage of rod. No further details were provided.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device was returned for evaluation. Visual and optical examination identified set screw and associated witness marks consistent with implant and subsequent explantation, but did not identify crack, fracture or breakage, as per the complaint. Dimensional inspection of rod diameter confirms conformance to print specification. Unable to confirm customer concern; after visual, optical and dimensional examination, the implant appears to have performed its in tended function. A review of the device history records did not identify any applicable nonconformance to specification.